Event description:
It was reported that cgm showed error message during sensor use with g6 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, confirmed error did not reappear, and successfully started new sensor session; no additional issues were reported.